Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 a proximal femoral nail antirotation was used for an intertrochanteric femoral fracture case. After several checks of the device by assembling with nail before implantation, the nail was inserted. After that, when the guide wire was inserted, it then interfered with the nail. The surgeon tried to insert the guide wire again, but the situation did not change. The surgeon removed the nail and did several dry checks again. It was reported that the nail went into the erratic position against the nail hole. At that point, a new guide wire was replaced. After that, the operation was completed as per the normal procedure and without any additional problems. There was a fifteen minute surgical delay reported. This complaint is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the nail received in an good condition without damages. The investigation of the complaint showed that the nail meets the specification. According to the issue that the guide wire could not be interred into the nail measurements were taken: measurement done with an plug gauge for deep hole bore and passed; the run out for the deep hole bore done and passed. The device was not implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.